Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery status of 11 percent remaining. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.